Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot#: j0056604r, implanted: (B)(6) 2000, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal morphine and baclofen (concentrations and doses unknown) via an implanted pump. It was noted the reason for the call was to ask if the pump would keep running at end of service (eos) of if there was a hard stop. The pump was due to be replaced, but the patient was having difficulty scheduling an appointment due to covid. The patient was told by the hcp that eos was on (B)(6) 2020. It was noted the patient just wanted to be prepared as he has gone through withdrawal before. It was clarified the patient went through withdrawal in 2013 when the patient¿s catheter got kinked. It was noted the patient had to wait three weeks until (B)(6) 2014 to get a new catheter put in. A company representative (rep) was there at catheter implant. It was reported the healthcare provider (hcp) noticed the catheter was kinked when he was trying to aspirate the catheter and "he pulled too far, so the pump would not go in right. It was sticking out in one corner¿. He was going to do a dye study and when he pulled back the plunger ¿went through his fingers, so the hcp got a bigger one and he pulled so hard there was a mist in there". The patient was given fentanyl patches for when the pump reached eos and was also given oral oxycodone for symptoms in 2014.